Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported symptoms of vomiting and dehydration, suspected to be caused by the pod giving insufficient insulin delivery. The pod had been worn on the skin for between 37 and 48 hours before being changed, but blood glucose (bg) levels remained high. Emergency services were contacted, and the patient was directed to the emergency room for treatment. At the hospital, the patient received intravenous insulin and fluids. The pod was still in use during the medical attention, though it's unclear whether it was retained or discarded. No specific information on bg readings, error messages or length of stay was provided at the time. The diagnosis was high bg and ketones.